Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of the incident was over 600 mg/dl. The customer stated that she had high blood glucose levels all day leading up to admission, even after set changes. Customer stated that she was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 340 to 350 mg/dl. Customer stated that she was not wearing the insulin pump while hospitalized, and was being treated with manual injections. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.